Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was in the 400, 200 mg/dl. The customer was treated with the insulin pump. Troubleshooting was performed for high blood glucose. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.